Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of a pascal precision ace in mitral position where one device was implanted and a late slda (single leaflet device attachment) happened. The patient had functional mitral regurgitation (fmr) with a 4+ grade and after the procedure the mr was 1+. Unfortunately, on post operative day 5, the physicians reported that the device had partially detached (slda) and the mr was back to 4+. The patient was re-intervened to stabilize it. Only 1 ace was implanted and was deemed sufficient to successfully stabilize the previous implanted device. Reportedly from the physician the patient is doing well, hemodynamically stable and with residual mr as achieved at the end of the procedure (mr 2+). As per medical opinion the cause of the slda is calcified and tethered posterior mitral leaflet. It was a complex case due to the clinical condition of the patient (bridge to transplant).

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) intra-procedure was confirmed with empirical evidence based on the information provided by edwards clinical specialist (cs). Available information suggests that complex patient conditions likely contributed to the event due to calcified and tethered posterior mitral leaflet. Furthermore, patient is waiting for a transplant. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending and control limits are managed and assessed.